Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not rec'd. (B)(4).

Event description:
A surgeon reported a patient with an overcorrection and blurry vision following an intraocular lens (iol) implant procedure. The lens was exchanged six weeks later for another model iol. Add'l info has been requested.